Event description:
The user was hospitalized due to high glucose results on the device. The device results were 160 and 193mg/dl prior to her going to the hospital. A hospital meter read 99 and 151mg/dl. She was treated with insulin.